Manufacturer narrative:
Unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime/fill anomaly. Drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with scratched lcd window.

Event description:
It was reported that the drive support cap was damaged. The reported blood glucose reading at the time of the call was 400 mg/dl. The customer stated that the blood glucose levels had been fluctuating between 50 and 500 mg/dl for the past week. Reviewed the alarm history, and found a motor error alarm. Conducted the self test, and it passed. The customer called back later with a low blood glucose of 47 mg/dl. The customer called the ambulance for assistance and then ended the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.